Event description:
Journal article reports, one pt had a relaparotomy for anastomotic complications resulting from the use of anastomosis ring during high risk colonic resection. The pt who had pre-existing crohn's disease, was operated some six months post-op for an anstomotic stricture. At relaparotomy, a short, fibrotic and narrow stricture found at the site of the former anastomosis was resected.